Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical pump had a noted 6% deviation during accuracy testing. Additionally, it alarmed for occlusion before 42.7psi. There are also defective pixels in the display. There was no reported adverse events.